Event description:
Per contact the physician was placing a pull peg. After the physician made the incision with the scalpel from the kit, he pushed the retraction button to retract the blade. A spring flew from the device and the blade was ejected from its casing. The blade hit the wall and then hit the physician on the leg. The physician was unharmed.